Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding disassociation between the adm liner and ceramic head involving a restoration adm x3 ins 28/52 was reported. The event was not confirmed. A dimensional inspection noted that failed dimensions were a result of post manufacturing damage. A material analysis indicated there was no evidence of manufacturing or material defects on the device features evaluated. Medical evaluation not performed as no medical records were provided. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient fell and the 28mm ceramic head disassociated from mdm ball.

Event description:
It was reported that the patient fell and the 28mm ceramic head disassociated from mdm ball.